Event description:
Related manufacturer reference number: 2017865-2022-14862. It was reported that the patient presented to the hospital for a generator change on (B)(6) 2022. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead which was reproduced in clinic. The physician performed lead revision procedure where the rv and ra leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual inspection found three external insulation abrasion breaching the outer insulation in the distal portion of the lead consistent with friction to another implanted device or feature of the patient anatomy. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zones.